Manufacturer narrative:
The customer received remote help from a ge healthcare technician. The issue remains unresolved. There has been no response to a ge follow-up request for further assistance. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'no inspiratory flow sensor' during pre-use checkout. Mechanical ventilation would not have been possible. There was no report of patient involvement.